Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep), concerning a patient implanted for non-malignant pain, that there had been lead migration with one lead and stimulation never covered all of the areas of pain. The existing leads were revised by moving them higher on the spine to better cover the pain area. The implantable neurostimulator (ins) was then replaced with an ins with adaptive stimulation to better work while the patient slept and walked. The issue was resolved at the time of this report. It was unknown when this event occurred but the explant occurred the day of this report. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.